Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 8092794. Customer states that he was not able to draw. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 8092794. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that the syringe was not drawing up insulin with a bd syringe 0.5ml 31g 6mm s/c u-100 relion. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the syringe was not drawing insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe was not drawing up insulin with a bd syringe 0.5ml 31g 6mm s/c u-100 relion. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the syringe was not drawing insulin.